Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor or no telemetry with recharging. The patient reported that it was taking too long to charge. The patient reported poor coupling and poor communication. The patient reported that the recharger wasn't charging the ins. The patient reported that he was seeing the reposition antenna screen. The patient reported that he was reading the book and ¿came up with the same thing¿ and that there was a problem with the recharger. The patient reported that he also saw the end of service (eos) code appear twice on the recharger and then it disappeared. The patient was asked if they could connect with the patient programmer (pp) and the patient reported getting the ¿recharge stimulator¿ screen. It was reviewed that the therapy had stopped due to the ins being so low that the ins battery needed to be charged. The patient reported that he tried to charge for 13 hours last night and the ins wasn't filling up. The patient reported that the ins battery filled a little bit after the patient charged 13 hours. The patient reported that the coupling bars were empty when he was charging. The patient reported that the first time he charged it only took him an hour and 10 minutes to charge. The antenna was repositioned over the ins, the belt was positioned properly and the antenna locate feature was reviewed. The patient was instructed to start a charge session and reported that he was moving around when charging. The patient reported not getting any coupling bars. The patient reported that he was hurting so bad and noticed the lightning bolt was gone from the recharger. It was noted that the recharger battery was full. The patient was walked through on how to use antenna locate and reported all numbers were at 56; the top number went to 64, 70, 80 and 82. The patient stopped at 82 and started a charge session shortly after that and reported getting full coupling bars at this time. It was noted that the ins was off. The patient was advised to charge the ins to 100% to increase time between charges. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the poor coupling, eos, charge time, and hurting was that the device needed to be changed. The patient stated that it is still not correct and gives them trouble. The patient stated that they were not given enough instruction/training on how to work the device, charger, programming, etc.